Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe split nut two 2016. Case rear - damaged/cracked. Case front - damaged/cracked. Handle - damaged/cracked. Flange gripper - damaged/cracked. Carriage assy - tube drive bent. Carriage assy - split nut damaged/worn. (B)(4). Unit does not show water damaged but has a cracked front case at the top left corner, rear case cracked bottom left corner. (B)(4). Disregard "unit does not show water damaged but has a cracked front case at the top left corner, rear case cracked bottom left corner." (B)(4). Work needed for this device: front case cracked top left corner, rear case cracked bottom left corner, handles cracked on both sides. (B)(4). During the repair process, it was determined that the original problem code should have been broke (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.